Event description:
Literature report of catheter tip fibrosis that required replalcement of the catheter.

Manufacturer narrative:
12/18/1997: g1-manufacturing site information corrected and provided.